Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead is showing an increase in impedance values. Values have been reportedly high out of range, intermittently, for the past five years. There were no changes in p-wave amplitude or threshold values; for this reason, the physician elected to not intervene at this time and will monitor measurements during each regularly scheduled follow-up. No adverse patient effects were reported.